Event description:
It was reported by the customer the device failed during a software upgrade. This was clarified as the device did not boot up and the display screen just blinked. There was patient involvement with no adverse effect.

Manufacturer narrative:
(B)(4).